Manufacturer narrative:
(B)(4). The reported oad was received for analysis. No damage was observed which would have contributed to the reported event. The oad was tested and found to function as intended with no anomalies noted. At the conclusion of the device analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), slow flow and thrombus occurred. The target lesion was 80% stenosed and located in the anterior tibial artery. During atherectomy treatment, the oad stopped functioning multiple times. Following atherectomy treatment, thrombus was noted which was causing slow flow. The thrombus was extracted using an aspiration catheter and the patient was in stable condition following the procedure. It was reported that two days following the procedure the patient underwent an above knee amputation due to compartment syndrome caused by a prior procedure with a non-csi device.